Event description:
It was reported that during a normal follow-up, low impedance was observed. Externalized conductors were found via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Only distal portion of the lead was returned. Analysis found internal insulation abrasions at 8.1cm to 11.0cm, 18.5cm to 19.1cm and 23.5cm to 25.3cm fro the distal tip.